Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date - added. D4 - gtin - added. Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During a visual inspection, there was damage noted to the balloon catheter shaft inside the inflation lumen. Balloon catheter was seen to be kinked /bent distally. There was crystalized contrast fluid seen inside the balloon catheter inflation lumen throughout the entire effective length of the balloon catheter. There was dried procedural fluid found inside the balloon catheter. The balloon catheter tip was found to be damaged. During a functional inspection, the balloon was inflated and there was no leakage noted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leaked during use was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition prior to use on the patient, continuous flush was set up and maintained and the patient's anatomy was described as 'moderately torturous'. The device was returned for analyses, and it was noted that the balloon catheter shaft was found to be damaged inside the inflation lumen. The balloon catheter was kinked/bent distally. Crystallized contrast fluid was observed inside the balloon catheter inflation lumen along the entire effective length of the catheter. Additionally, dried procedural fluid was found inside the balloon catheter. The tip of the balloon catheter was also damaged. Despite the presence of dried fluids, the balloon was able to be inflated during the functional analysis, and no leaks were noted in the balloon. Based on investigations in collaboration with the chinese sales and marketing team, it is probable that this damage to the balloon catheter occurred through use of a needle during preparation of the device. An assignable cause of not confirmed will be assigned to the reported 'balloon leaked during use' as the functional test passed and no leak was noted. An assignable cause of use error will be assigned to the as analyzed 'balloon catheter kinked/bent', 'balloon catheter damage' and 'balloon catheter tip damaged' listed in the grid below as the issue investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during left va v4 stenosis case, when delivered the subject balloon along with guidewire to v4 stenosis and then used pressure pump to dilate the subject balloon. The operator heard some noise from connection between hub and tail of catheter related to air leakage. The leakage noted inside the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during left va v4 stenosis case, when delivered the subject balloon along with guidewire to v4 stenosis and then used pressure pump to dilate the subject balloon. The operator heard some noise from connection between hub and tail of catheter related to air leakage. The leakage noted inside the patient. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.